Event description:
Event summary - case ID: (B)(4). During an asd closure procedure at (B)(6) hospital, issues were encountered with both the delivery sheath and the occluder pusher system. During device preparation, the first delivery sheath (98ds012, lot s10440268) exhibited significant air entrainment near the valve hub during flushing, preventing complete de-airing. The sheath was replaced with a second sheath of the same size and lot; however, the same condition was observed. A third sheath from the same lot was subsequently used and flushed/de-aired successfully without issue. Later, during preparation of the asd occluder (29asd24, sn (B)(6)), a pusher system malfunction was identified. When the coil handle was advanced, the pick-up component minimally protruded and could not adequately engage the occluder hub, preventing loading of the device. The occluder was replaced with another device of the same size. The replacement device was successfully captured, loaded, and prepared for use. The remainder of the procedure was completed without complication. The replacement occluder was successfully implanted, and there was no delay to the procedure. No patient, user, or third-party injury occurred, and no adverse clinical consequences were reported. The devices were used and inspected in accordance with the IFU. The event was not reported to regulatory authorities. The affected devices are available for evaluation; however, no additional diagnostic data or procedural imaging is available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.